Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, sex, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8254506. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403012 / 8254506) was impeded in the introducer and could not be pushed into the microcatheter. The physician only retracted the stent and observed that the delivery wire was kinked / bent. The stent body was prematurely separated from the delivery wire. The physician replaced the stent and completed the procedure using the original microcatheter (unspecified brand). There was no report of any negative patient impact. On 22-aug-2024, additional information was received. Per the information, the procedure was targeting an aneurysm on the right m1 segment [of the middle cerebral artery]. The concomitant microcatheter was a prowler select plus microcatheter (606s255x / 31253153). The replacement stent was another 4mm x 30mm enterprise 2 stent (encr403012). There was no procedure delay as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component was detached from the delivery system. The introducer was observed to be kinked. Microscopic inspection was performed. It was observed that there are two kinks on the proximal coil of the delivery wire. The stent component was inspected and no damages were observed on it (i.e., no kinks, no bends, and no broken struts). Both distal ends of the stent were observed to be completely flared / expanded. The reported issue documented in the complaint regarding the stent being prematurely released was confirmed as it was observed the returned device that the stent component was already separated from the delivery system. Based on this condition, the issue reported regarding the enterprise not being able to be pushed into the microcatheter could not be evaluated through functional testing; however, based on the kinked condition of the delivery wire, the complaint is confirmed. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. However, with the limited information available, the root cause remains speculative, and the customer complaint cannot be evaluated. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8254506. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-sep-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.